Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient's grandmother reported that her granddaughter (patient of omnipod) had a blood glucose measuring 579mg/dl, while using the omnipod system. Patient was experiencing behavioral issues, "not taking care of herself," and had "not been bolusing." Subsequently, patient was taken to the hospital and admitted for psychiatric evaluation. While at hospital, staff found pdm displaying "usb detected" and would not clear, therefore, rendering the device inoperable. Nurse advised device was never plugged into a computer, nor any information downloaded. Despite removing and re-seating batteries, error persisted. As treatment, hospital administered manual injections of insulin.